Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026 due to infusion set pulled out. The blood glucose level was high at the time of the event. The blood glucose was high for less than one hour. The current blood glucose level is 128 mg/dl. No further information available.